Event description:
The physician clarified that the patient's seizure activity had not improved with vns due to the patient not yet reaching therapeutic levels. The physician planned to continue vns titration to reduce seizure frequency. No additional or relevant information has been received to date.

Event description:
The patient reported that she was experiencing an increase in seizures. It was noted during the report that the patient¿s device had only been turned on once since the implant surgery a month earlier and that she was out of her anti-epileptic medication. No additional relevant information has been received to date.